Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 18-aug-2021 for a procedure on (B)(6) 2020 on system sk0828. There were no observed events in the system logs during the 51 minute procedure that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: l90200205-0277 was recorded as being used with 5 sureform 60 green reloads pn: 48360g-0 and one sureform 60 black reload pn: 48360t-0. All other, reusable, instruments used in the case have been used in subsequent procedures and a site history search shows no complaints filed against those instruments. It was observed that endoscope sn: (B)(4) was used in numerous subsequent procedures and it had 1793 of 2000 uses remaining, with a last use being on 14-apr-2021 and a complaint filed against it for no image on the right and blurry on the left. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show that sureform 60 stapler instrument pn: 480460-09 // ln: l90200205-0277 fired 6 reloads (1 black followed by 5 green). All firings were completed. The first green firing had 1 pause for compression, and all other firings had no pauses. There were no incomplete clamps in the procedure. There was no report of a malfunction of a da vinci system, instrument, or accessory. The surgeon indicated that the system and instruments worked as expected/intended and that there was no report of intra-operative complications during the initial, successfully completed, da vinci procedure. At this time, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned. There is no information provided at this time that meets the criteria of a reportable malfunction. However, this event meets the criteria of an adverse event as there was an alleged post-operative staple line bleed with unknown estimated blood loss and medical intervention required, if any. At this time, the root cause of the reported event and post-operative complications are unknown.

Event description:
It was initially reported from an intuitive surgical, inc. (Isi) area sales manager, based on information from the site's risk manager, that after a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2020, there was an alleged and unspecified post-operative staple line bleed where a sureform 60 stapler had allegedly been in use during the initial da vinci procedure. Estimated blood loss and medical intervention required, if any, were unknown. Intuitive surgical, inc. (Isi) has reached out to the surgeon to obtain additional information but has not yet received a response. There were no reported clamping or unclamping issues. It is unknown if the procedure was recorded. There were no reported system errors. There were no reported intraoperative instrument collisions and there were no staple fires on any hard object. It was unknown if tissue was calcified or if there was tissue tension. Buttress material was not in use. While there was no report of clamping or unclamping issues, a specific blade error, a reload stuck on tissue, missing staples or malformed staples, the customer reported a ¿staple line bleed¿ where a sureform 60 stapler had been in use.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of post operative bleeding, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex g b1 updated from "adverse event" to "adverse event and product problem" annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.